Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, as such, a lead dislodgement was suspected. The patient was hospitalized and a revision procedure was performed. Fluoroscopy could not definitely confirm the dislodgement, and the physician suspected that a micro dislodgement had occurred. The rv lead was removed and replaced. No additional adverse patient effects were reported.